Manufacturer narrative:
The device was not returned for analysis as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported clip caught on the chordae appears to be due to procedural conditions. The poor image resolution is due to challenging patient anatomy. The reported foreign body in the patient is a cascading event of the clip caught on the chordae. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the first clip that could not be removed from the chords. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). There was a mass in the patient's chest that was displacing the esophagus and made imaging a challenge during the procedure. The patient had an anterior prolapse and posterior restriction that made the procedure challenging also. The first mitraclip xtw was inserted and became entangled in chordae. It was unable to be removed; therefore, the clip was deployed in the chord. There was a lot of mobility with this first clip. The second mitraclip xtw was inserted but became entangled with the implanted clip. The second clip was able to be disentangled from the first clip and was deployed on the leaflets, but it did not significantly reduce the mr. The procedure was completed with mr grade 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.